Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in birmingham, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The liquefier temperature was found to be equal to ambient temperature suggesting a refrigerant gas loss. It is likely that gas loss damaged the compressor and this replacement would be beyond economical repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t could not cool on cardioplegia and patient circuits. There was no patient injury.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2016. The root cause of the reported issue was traced back to a degradation of cooling coil (coil micro-hole formation) leading to refrigerant leak and water entering the refrigeration cycle damaging the compressor.

Event description:
See initial report.